Manufacturer narrative:
Na

Event description:
While performing service to the ventilator, the respironics service technician reported a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The customer did not report the vent inop to the manufacturer at the time of its occurrence. The customer reported the ventilator was in use on a patient when it went vent inop and alarmed. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. Applicabe testing was performed and all tests passed per specification. Final extended self testing (est) was completed on the ventilatory and all tests passed per operating specifications.